Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/20/2014 with the following findings: a review of the pump history showed that the pump was manually suspended on 10/19/2014 at 20:26 and manually resumed on 10/20/2014 at 08:40. There was an unexplained pump reboot on 10/20/2014 at 10:55; deliveries resumed at 13:52. The total daily doses correctly added up and reflected the user¿s programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 739 mg/dl with moderate ketones and signs and symptoms of dehydration associated with an inaccurate delivery issue. It was reported that emergency protocol was initiated; the patient discontinued pump therapy and remained hospitalized at the time of the call. It was reported that the patient was treated by their healthcare provider with IV fluids and other unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. This complaint is being reported because the patient allegedly experienced a serious bg excursion due to an inaccurate delivery issue.